Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level (bg) rose to over 300 mg/dl while wearing the pod between 4 and 24 hours. The pod reportedly was coming loose from the infusion site (arm), causing the cannula to dislodge. As treatment the patient replaced the pod.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Investigation of the needle mechanism found no damages or deficiencies that would cause the soft cannula to become dislodged. The soft cannula measured lower than the specification at 1.025 inches. The soft cannula was not observed to be bent or kinked. Investigation of the distal tip found the cross drill still present and the distal tip did not appear damaged. Fluid could not flow through the complete fluid path due to the soft cannula measuring shorter than specification. It could not be conclusively be determined if this was the cause of the reported dislodge. The device was received with the adhesive pad attached to the bottom housing, and no damages or defects were observed with the adhesive pad or the adhesive pad's welds. The cause of the reported adhesive failure could not be determined.